Manufacturer narrative:
(B)(4). Additional 510k numbers: k113753 and k112160. Device not returned.

Event description:
It was reported that the mount would not disengage from the implant (tmt4b10). Another implant was placed. Tooth location 28.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A full mtx trabecular metal implant (tmt4b10) was received with a fixture mount engaged into the drive feature and a universal fixture mount screw. Visual inspection of the returned products identified gouges around the top threads and the micro grooves of the implant, there were noticeable signs of usage around tm shell and the mount. The malfunction has occurred and the reported event was confirmed. Review of the DHR for tmt4b10 did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: expiration date, UDI: (B)(4). D10: device availability. G1-g2: contact office - name/address. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H4: device manufacture date. H6: evaluation codes. H10: additional narrative/date.